Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 07dec2016 to assess the instrument test well images in question, which appeared visually positive.

Event description:
On (B)(6) 2016, a customer retrospectively reported four (4) unexpectedly negative antibody screens documented as part of a single individual instrument validation, when validating a galileo echo instrument, when tested during (B)(6) of 2016.